Event description:
Healthcare professional reported "grade 3/4 cap con secondary to pain and visible asymmetry". Patient was prescribed Singulair. This record is for the left side. Device has been explanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of Capsular Contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: Capsular Contracture Grade IV.